Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the rear left frame is broken near the step tube on the weld.